Manufacturer narrative:
Continuation of d10: product ID b35200 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2021; explant date (B)(6) 2026. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389s-40 (serial: unknown); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during elective replacement of the implantable neurostimulator (ins), elevated impedances were identified on the right side contacts 1, 2, and 3. Impedance testing was performed at the highest voltage. Impedances remained elevated with the new generator. No patient injury was reported.